Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of evaluation of omsc, there was no abnormality in the actual product. The manufacturing history was reviewed, with no irregularities noted. Omsc concluded that the reported burn occurred since the user carelessly touched the doctor's hand with the tip of the device which was hot just after the device was activated. Based on the characteristic of the device, it is known that the temperature of the distal end of the device is high after activation and it caused thermal damage by contacting the device with the tissue. The instruction manual of the device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
During a thyroidectomy, the subject device was used. When the user moves the subject device to out of an operative field for exchange with other equipment, the tip of it touched the doctor's hand. The doctor got burned. The procedure was completed with the subject device. The doctor is in recovery.